Manufacturer narrative:
It was reported that there was an arch during an unknown procedure and it caused a small fire. There was no patient impact and no property damage reported. Numerous attempts have been made to attempt to contact the facility to obtain additional information related to the incident; however no additional details were available. There was no injury reported. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No additional information is available. A sample was returned for evaluation and found no damage to the casing, cord or plug. There were no indications of burning or charring to the body or receptacle of the component. Issue appears to most likely be cause from not cleaning cautery blades during use. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that there was an arch during a case and it caused a small fire. No patient impact was reported.